Manufacturer narrative:
No device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reports error code 600.6835 on their 8015. No patient involvement.